Event description:
The customer reported that the mx40 had a speaker malfunction and touchscreen inops. The technician confirmed the device had been tampered causing internal damage to the device. There is no data to support a device malfunction due to the internal damage on the device sustained in the field.